Manufacturer narrative:
Retainer ring = black. Customer returned pump for alleged frozen screen/ battery cap cracked/damaged found on (B)(6) 2021. The pump passed the displacement test and self test. All the buttons functioned properly and no frozen display noted during testing. The p-cap locks properly into the reservoir compartment. Pump not received with original battery cap. However, moisture damage found inside battery tube. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. The following were noted during visual inspection: broken belt clip rails, cracked belt clip rail case corner, cracked battery tube threads, cracked select button keypad overlay and minor scratched lcd window. Frozen screen was not confirmed. Battery cap damaged unknown. Moisture damage found inside battery tube. Cosmetic damage found on the pump case. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was not turning on. The pump showed frozen screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.